Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.